Event description:
It is reported that the patient was revised due to infection. It was noted that the shell was loose and screws were broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.